Event description:
Same case as MFR # 2134265-2014-05851. It was reported that balloon withdrawal resistance occurred. The physician predilated the proximal circumflex (cx) artery using a 2.5x12mm non-bsc balloon catheter at 12atm for 19 seconds. The physician then performed a second inflation in the second obtuse marginal (om), using the same balloon, at 8atm for 10 seconds. The physician advanced the 2.25x12 rebel stent to the second om, deployed at 14atm for 21 seconds and advanced the 275x16mm rebel stent in the proximal cx, deployed at 11atm for 14 seconds. The physician reported balloon withdrawal resistance with both of the stents. The physician had to inflate and deflate several times noticing resistance when trying to pull the balloon out after deployment of each of the stents. The physician was able to remove both delivery systems without any patient complications. The physician then post dilated the stent in the proximal cx using a 3.0x12mm non-bsc balloon catheter at 15atm for 21 seconds.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).